Event description:
It was reported that this right ventricular (rv) lead had been implanted for mode than ten years and was surgically abandoned due to high, out of range shock impedances. The patient came for a routine battery replacement, therefore the device was replaced for a new one without malfunction allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been implanted for more than ten years and was surgically abandoned due to high, out of range shock impedances. The patient came for a routine battery replacement; therefore, the device was replaced for a new one without malfunction allegations. A couple of months later the rv lead was returned for analysis without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids. Electrical continuity testing passed, indicating conductors are intact. The high impedance allegation was not confirmed, based on normal lead resistance measurements and inspection which showed no conductor issues. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been implanted for mode than ten years and was surgically abandoned due to high, out of range shock impedances. The patient came for a routine battery replacement, therefore the device was replaced for a new one without malfunction allegations. A couple of months later the rv lead was returned for analysis without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.